Manufacturer narrative:
Additional information: device evaluated by mfg. An event regarding thread damage involving an tritanium trial was reported. The event was confirmed. Method & results: device evaluation and results: the tritanium acetabular shell trial was returned in used condition. The inner threads were notably damaged and worn. Significant damage was noted on the body of the device due to multiple usage. Material analysis engineer report indicated that "damage observed on threads consistent with cross threading and off axis loading. In-service use damage also observed." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: no other events reported for the lot indicated. Conclusions: it was reported that threads became stripped on handle and window trial. The inner threads were notably damaged and worn. Significant damage was noted on the body of the device due to multiple usage. Damage observed on threads consistent with cross threading and off axis loading. In-service use damage also observed. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Threads became stripped on handle and window trial.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Threads became stripped on handle and window trial.